Manufacturer narrative:
(B)(4). Investigation summary the device was received the jaw detached at the welding point. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that, during a procedure on the prostate gland, the jaws were broken during use. No pieces were left in the patient. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.